Event description:
Customer was admitted to hosp for high blood glucose, customer reported vomitting and nausea. Troubleshooting performed and pump appeared to be programmed properly and no abnormalities observed.